Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: no further information is available despite multiple attempts to obtain additional information. Currently, with the information available, there is no allegation nor any objective evidence that the liberty select cycler or any other fresenius device(s) caused or contributed to a serious adverse patient outcome.

Event description:
An acute dialysis nurse contacted fresenius technical service requesting assistance with how to bypass (drain) of peritoneal dialysis (pd) treatment with the liberty select cycler. Per the nurse, the patient is a new patient in the hospital and is currently empty. The technical support representative assisted the nurse to bypass the patient into fill 1 of 5. The expected fill volume was 2200 ml and the patient was filling at a normal rate and continued with treatment. There were no reported products issues with the liberty select cycler or any other fresenius device or products in relation to the hospitalization. Additional information was requested but to date, has not been provided.